Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospital for diabetic low blood sugar event and was on a ventilator and unresponsive. The patient was lost to follow-up and had not had his device checked regularly by the physician. The programmer displayed a message about not being able to interrogate. Device was rebooted and this time the programmer message was about device being in bvvi. The patient's presenting rhythm was afib, irregular intrinsic faster than 67.5 ppm, with an infrequent paced complex. Device download could not be performed as the device was at end of life (eos). Device was explanted and replaced due to normal eos behavior. No further information is available at this time.